Event description:
It was reported that a pt underwent a laparoscopically assisted vaginal hysterectomy procedure under general anesthesia on (B)(6) 2010 and suture was used. The pt returned to the surgeon on (B)(6) 2010 with an extensive full body rash. The pt was seen by her primary doctor and was referred to an allergist. The primary doctor prescribed steroids and the rash has persisted for 3 months post operatively. The pt is scheduled for an ultrasound to evaluate the pt's pain and rash. No additional information was provided.

Event description:
During service at baxter, a technician reported finding a colleague infusion pump with an inoperative select key on channel a. This event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B) (4)the device has been received and evaluated by baxter. The reported condition was confirmed and duplicated. The assignable cause is a disconnection in the keypad flex circuit board vertical interconnect accesses. The device will be sent to the service department to be repaired before being sent to the customer. The user interface module master software version for this device is (B) (4), categorized as unremediated.

Event description:
This customer reported a failure to discharge via defib pads. The users switched to external paddles and delivered energy. There was no adverse impact to the involved pt.

Manufacturer narrative:
Complaint no: (B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4) .

Manufacturer narrative:
(B)(4). The device has been received at baxter. A follow-up medwatch will be provided when the evaluation results or additional information becomes available.